Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level increased to 450 mg/dL, which led to an emergency room visit on (b)(6)2026. Customer first addressed the high blood glucose by changing infusion set and cartridge, giving a correction dose through pump, and administering a correction injection. In the emergency room, the customer was treated with intravenous fluids of saline and insulin. The customer was released from the emergency room on (b)(6)2026 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.